Event description:
Initial reporter indicated the patient was having an increase in seizures and that medication changes were helping the patient's increase in seizures. It is unknown if the increase in seizures reported was over the patient's pre-vns implantation rate. The patient is scheduled for prophylactic generator replacement. Good faith attempts are being made to obtain additional information.